Event description:
It was reported that pump displayed malfunction alarm code 15. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction appeared again, which customer acknowledged and understood.